Manufacturer narrative:
H1 - the incorrect type of reportable event was inadvertently chosen. The correct type of reportably event should be serious injury. H4 - this information was provided by the manufacturer as requested. H3,h6 - upon visual examination of the subject device, all dimensions were found to meet specification. Co cannot reliably determine the cause of the implant breakage.